Event description:
It was reported revision surgery was performed to remove broken plate.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient had pain and swelling after implant broke. No revision planned as of date.

Manufacturer narrative:
(B)(4). The associated complaint devices were not returned for evaluation. Medical records indicate the patient had advanced to 75% weight-bearing status one month prior to plate fracture. The patient was also swimming 1200 yards over a 35 minutes interval, and was performing yard work. On (B)(6) 2016, in response to the patient¿s inquiry, the surgeon stated in the progress notes that he informed the patient that "the plate broke because the fracture has not healed enough to take the weight. There is no way of 100% knowing when you have enough healing. That is why we gradually increase your weight bearing. If you can tolerate pain, you can put slight weight on the leg¿. Two weeks later, on (B)(6) 2016, the patient again inquired with his physician regarding the plate being defective. The doctor responded "the plate is not recalled or defective in any way. The plate broke because the fracture did not heal. If you take a big beam for a high-rise building and bend it back and forth enough, it will break. Any plate from any company will break if the fracture doesn't heal¿. Based on the patient¿s extensive co-morbidities, medical history, early weight-bearing status, and the physician¿s documented statements, no further assessment is warranted. The patient has decided against a revision procedure at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities in the accord titanium plate that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed part with the same failure mode, and no prior complaints for the listed batch. Without the actual products involved, our investigation cannot proceed. If new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.